Event description:
It was reported that during a procedure for a left middle cerebral artery aneurysm, the physician planned to use a stent- assisted coil technique for treatment. The physician successfully delivered the subject stent to the distal end of the microcatheter. Subsequently, the microcatheter was withdrawn to deploy the stent, but the tip of the subject stent could not be pushed out of the microcatheter despite multiple attempts. The physician then withdrew the stent, which got stuck near the hub of the microcatheter. The physician applied additional force to withdraw the subject stent, resulting in damage to the stent. Additional information received stated that the subject stent was broken/fractured during use . The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.